Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. A2, a3, a4: age, gender and patient weight were requested, but are unknown as of now. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b20, c21: the device remains implanted in the patient, therefore, a device evaluation could not be performed. Further information is being collected. The hospital stated that images are available. Imaging evaluation will be conducted, if images were received. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was implanted for a patient as a kissing stent in the external iliac artery (eia). The patient had bilateral common femoral endarterectomies. The patient had a very diseased right iliac system particularly mid common femoral artery (cfa) and over the bification. The hospital managed to get a guidewire (unknown manufacturer) through, but there were problems advancing the vbx stent. When the vbx stent was inserted, it would not advance beyond the mid cfa. It was probably withdrawn into the eia and then re-advanced 2 times. When the decision was made to pre-dilate the tract, the hospital went to remove the vbx stent, but during this attempt the vbx stent dislodged and deployed itself in the eia just above the sheath. The hospital dilated the stent to 5atm and there was good flow through it, so the procedure was continued with a good outcome. The hospital requested ultrasound surveillance of the vbx stent in a few weeks. It was reported that no patient factors have contributed to this incident.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient was meant to be treated with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) as a kissing stent in the common iliac artery (cia) and additionally with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) in the external iliac artery (eia). The patient had bilateral common femoral endarterectomies. The patient had a very diseased right iliac system particularly mid common femoral artery (cfa) and over the bification. The hospital managed to get a standard j wire, 260 cm (unknown manufacturer) through, but there were problems advancing the vbx stent. When the vbx stent was inserted, it would not advance beyond the mid cfa. It was probably withdrawn into the eia due to tight stenosis and then re-advanced 2 times, targeting the cia. When the decision was made to pre-dilate the tract, the hospital went to remove the vbx stent, but during this attempt the vbx stent dislodged and deployed itself in the eia just above the 8 fr introducer sheath (merit medical). The hospital dilated the stent to 5atm and there was good flow through it, so the procedure was continued with a good outcome. Successful re-vascularization was performed. The patient tolerated the procedure and there was no harm to the patient. The patient had no disadvantage that the vbx stent was implanted in the eia, instead the planned viabahn stent. The vbx stent was kept in the eia and was not repositioned. The hospital requested ultrasound surveillance (uss) of the vbx stent in a few weeks. After the first vbx stent was implanted in the eia, the initial plan was followed and the second vbx stent was implanted in the cia. It was reported that no patient factors have contributed to this incident. It was reported, that the uss follow up showed no issues and all was well with the patient.

Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b20, c24, d1001, d15: the device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. The primary reported complaint, related to inability to advance to target location, could not be independently confirmed because there were no items returned for evaluation. The event details report the vbx device was withdrawn due to tight stenosis. Therefore, the cause of the advancement failure is related to patient condition as reported. The reported stent dislodgement could not be confirmed nor a cause established with the available information.